Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 03/04/2014 with the following findings: investigation revealed that the display screen was dim.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a portion of the display screen was discolored. It was reported the issue occurred at once 1 month prior to the date of complaint. It was reported there was no trauma to- or evidence of moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.